Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was recognized by the test system and successfully passed all functional tests. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues, or other factors not directly related to the device. The instrument was found have a broken grip cable at the force amplification pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Common causes of broken - distal instrument grip cables, whether partial or full, are commonly attributed to damage to the cable through external collisions, during transport/storage, during use, or during reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis was not complete.

Event description:
It was reported that the conductor wire of the force bipolar instrument was broken. Intuitive followed up and obtained additional information. Issue occurred during procedure. There was no patient injury. The procedure was completed robotically. Damage was first observed when the instrument was removed from the patient. There was no loss of cautery. There were no signs of thermal damage. There was no arcing observed. There was no instrument collision. There was no issue removing the instrument through the cannula. No images and no patient information provided.